Event description:
It was reported that the patient presented in clinic for a routine follow up. It was discovered, that the implantable cardioverter-defibrillator (ICD) was exhibiting far r oversensing resulting in automatic mode switch. Programming changes were made which resolved the issue. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a routine follow up. It was discovered, that the implantable cardioverter-defibrillator (ICD) was exhibiting far r oversensing resulting in automatic mode switch. No interventions were taken since the problem resolved immediately. The patient was in stable condition.